Manufacturer narrative:
The devices were not returned to coapt for eval. The lot history records for ultratine forehead 3.0 (lot # 01465) and ultratine forehead 3.5 (lot # 01466) were reviewed. No anomalies were found in either lot history record. Also, a review of coapt's complaint files noted that there were no other such complaints filed of this type since the launch of the devices in july 2006. Coapt's absorption profile indicates that complete device dissolving at two weeks is not reasonable. The data indicates that complete absorption would occur after ten weeks. In addition, coapt's degradation studies indicate that complete degradation would occur at approx twelve weeks. Additional model and catalog # 23101.

Event description:
The physician has two cases of reported bioabsorbability issues. The physician used an ultratine forehead 3.0 on one pt and an ultratine forehead 3.5 on a different pt. In both cases, the doctor reported that the devices dissolved after the original implantation surgery. Thereby this caused the lift for both pts not to hold and a loss of cosmetic benefit.